Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative applied silicon gel over the candles on the x-ray tube and calibrated the filament. The system was tested and operates as intended.

Event description:
The customer reported an arcing issue on the 9900 system. No patient injury was reported.